Event description:
It was reported that during predilatation of a lesion with an rx voyager in the mid circumflex artery, a dissection occurred. The rx vision stent was selected for treatment and was prepped for use. The stent was on the balloon prior to the removal of the stylet. The stent delivery system was advanced in the patient and was deployed; however, after deployment the stent could not be seen on angiography. A search for the stent found it located in the stylet on the back table. Another rx vision stent of the same size was used for treatment. No patient effects were reported due to the dislodged stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.0 x 15 mm voyager rx ((B)(4)). The 3.0 x 15 mm voyager rx ((B)(4)), is being filed under a separate MFR#. Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted blood on the balloon. There was thick contrast on the shaft and in the inflation lumen, consistent with the sds being advanced into the anatomy and inflated. As reported, the stent implant had dislodged from the balloon and was returned. There was no damage noted to the stent implant. The balloon was returned loosely folded, consistent with the reported information that the sds had been inflated. There were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Although not reported, there were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the sds. The stylet and protective sheath were not returned. A snap gauge was used to measure the stent implant outer diameters, which met the manufacturing criteria. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and/or interaction with the lesion and/or accessory devices. It was reported that the stent was found located on the stylet on the back table, suggesting that the stent may have dislodged during removal of the protective sheath. The inner diameter of the protective sheath could not be measured because the sheath was not returned for analysis. Because it was reported that the stent delivery system was advanced in the patient and was deployed; however, after deployment the stent could not be seen on angiography and a search for the stent found it located on the stylet on the back table, it should be noted that the instructions for use (IFU) states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The multiple bends noted throughout the entire length of the hypotube are likely the result of handling during packaging for return to abbott vascular for investigation. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A conclusive cause for the stent dislodgment and bends noted in the hypotube could not be determined; however, based on the returned product analysis, there is no indication to suggest a product related deficiency. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security.